Manufacturer narrative:
The patient's age is unknown however over 18 years old. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an 80cm two port through the peg jejunal tube (j-tube) was being used for the purpose of administering medication for the advanced stage of parkinson's disease. This device was placed in (B)(6) 2011. According to the complainant, the patient has been hospitalized due to kinking, clogged intestinal tube and difficult to rinse (the dates are unknown). A new j-tube was placed under general anesthesia.